Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During procedure, the physician noticed that the connector did not securely connect the lead. There was no substitution so the connector and leads were physically squeezed and placed with threads. The physician alleges that there is a faulty screw hole on the connector. There were no consequences to the patient.